Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. Product not returned.

Event description:
The doctor reports that during surgery, the driver does not engage the implant correctly and falls out. The affected dental position is unknown. The doctor reports in the per that the procedure was concluded with the use of another implant. The doctor also reports that the patient did not suffer any health issues as a consequence of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie did not receive one (1) unknown driver for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown driver] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were missing or confusing instructions for use and clinician damages driver retention feature inside of implant. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable.

Event description:
No further event information is available at the time of this report.